Event description:
Per the audiologist's report, the patient stopped using her device due to poor or changed sound quality. The patient reported suffered a head injury in 1998. However, it is not clear whether the injury was related to the patient's complaints about the sound with the implant system and her decision to stop using the device. In 2007, the audiologist reported that the patient planned have her device explanted and replaced by a new device. No integrity testing was done prior to surgery. The patient's device was explanted and the patients was reimplanted less than 2 months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.